Event description:
Customer had a problem with the insulin syringe. The customer reports "that after customer removed the cap of the needle with their mouth and used the syringe for their injection they felt ill. Customer reports the cap has a really bad chemical smell. Their physician adivded them to discontinue use of the syringe."